Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h3, h6, h10 correction: b3: 2015 d7: 2015 d11: item # 00784802200 modular neck b 12/14 neck taper use with +0 heads only lot # 61040850 reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. Once the investigation has been completed a follow-up MDR will be submitted. Date of event: 2018. Explanted: 2018. Concomitant products: item # unknown/unknown shell/ lot # unknown . Item # (B)(4)/femoral head/ lot # 61138082. Item # (B)(4)/ femoral stem/ /lot # 61138082. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -01114; 0002648920 -2020 -00210.

Event description:
It was reported that patient underwent left hip revision surgery approximately 9 years post implantation due to pain, metal ion levels and metal toxicity. Shell, liner and head were revised. Attempts have been made and additional information on the reported event is unavailable at this time